Manufacturer narrative:
This report is submitted on 13 may 2021.

Manufacturer narrative:
This report is submitted on april 9, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to the patient requiring routine mris for their medical condition. The patient was reimplanted with a new device during the same surgery.